Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, pump won't run" alarm. Per reporter the residual volume was 9.7 ml, rate 1.8 ml/hr, and given was 72.35 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time